Event description:
(B)(6). Same patient as MDR ID#: 2134265-2012-02621. It was reported that following a coronary artery stenting treatment procedure, the patient expired. Two weeks before the index procedure, the patient presented with fatigue, shortness of breath. The 1st lesion being treated was located in the 1st diagonal branch (dx1) with 95% stenosis and was 10mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.00x12mm taxus liberte stent, with 0 % residual stenosis following post-dilation. The 2nd lesion being treated was located in the 2nd diagonal branch (dx2) with 95% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilation and placement of a 2.50x12mm taxus liberte stent, with 0 % residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012 the patient, the subject expired due to "probable acute myocardial infarction" with secondary diagnosis of "atherosclerotic cardiovascular disease and diabetes mellitus" per death certificate.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).